Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump has cosmetic damage. The blood glucose at the time of the incident was 160 mg/dl. It was also mentioned that a piece was missing at the reservoir compartment. Customer was able to lock the reservoir compartment in place when inserted into the pump. The customer was assisted with troubleshooting. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.